Manufacturer narrative:
The device is not available for investigation. A lot number has been provided and a device history lot review is pending.

Event description:
The event occurred between the 10th and the 20th of september and involved a tego¿ connector where it was reported the product does not stop the flow of outgoing blood. The valve was applied on a central line artery and venues lumens for the dialysis procedure for a period of less than 7 days, and the condition of the patients was good before, during, and after the procedure. Blood and fluids (saline) came from the one-way valve on the wrong side and was noticed when the patient was disconnected from the dialysis machine. Lock solution (taurolock) was used, but its primary usage was for dialysis treatments. The nurses replaced the valve with another needleless valve from another manufacturer. This was at the end of the treatment, and no drugs needed to be replaced. The nurses closed the clamp before a clinically significant amount of blood came out¿only a few drops of blood loss. Nobody was injured, no medical intervention required. There were 5 incidents. The patient has kidney failure and undergoes hemodialysis treatments via a central venous catheter.

Manufacturer narrative:
The complaint of leaks on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.